Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the common carotid artery that was narrow. During attempted inflation, the viatrac balloon dilatation catheter (bdc) lost pressure and was leaking at the balloon catheter. Another device was used to successfully complete the procedure. The device was prepped according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: the balloon was inflated to rated burst pressure and ruptured after 2 to 3 seconds. No additional information was provided.

Manufacturer narrative:
Device codes: 1546 labeled. Internal file number - (B)(4). Correction: device codes 1310 and 1354 removed. Evaluation summary: visual and functional inspections were performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.